Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) withheld therapy for a ventricular tachycardia (vt) episode which was detected as supra ventricular tachycardia (svt) due to no discriminator match. The device is still in use. No further patient complications have been reported as a result of this event.